Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a reservoir anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was stated that her insulin pump wen off went to low reservoir, but the reservoir was empty. The customer was advised to performed displacement test and it passed the test. The customer insulin pump is functioning as designed. No further assistance was needed.